Event description:
It was reported that during a hardware removal case, both instruments failed and broke. There were no patient complications reported. All of the pieces were recovered. None were left in the patient. It was reported that the cutter broke at the tip while attempting to cut a rod (competitor rod) during a hardware removal case (competitor products). The cutter was replaced and the rod was successfully removed. The driver also broke at the tip during the procedure but all fragments of these devices were retrieved. It was confirmed that no patient complications occurred during the procedure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visually confirmed that one of the driver¿s blades at the tip has broken off. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly brittle fracture surface with on sign of fatigue consistent with bend stress overload. The above findings are consistent with excessive force.